Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been on the sensor for about 5 weeks. Customer was not sure if she followed the correct steps to insert the sensor. Customer walked through the steps and noticed that the hub was stuck in the serter. Customer stated that she got the new insulin pump and sensor. Customer stated that the sensor broke off inside the serter. Customer's blood glucose was maybe 130 mg/dl at the time of the incident. Customer reported that the serter released the needle/hub sensor and the catch arm is not bent. Customer was advised to return the serter and complete the sensor.